Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a procedure, a measuring device broke in two pieces. Fragment was generated, but removed easily without any additional intervention. Procedure was completed successfully without surgical delay. No patient consequences reported. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative h3, h4, h6: device history lot , part number:319.006, synthes lot number: 9928842, supplier lot number: n/a, release to warehouse date: 09nov2015, expiration date: n/a, manufactured by synthes jennersville. No ncrs were generated during production. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary background: measuring device broke in 2 pieces. This complaint involves one (1) device. H6: investigation flow: damage. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part #: 319.006, lot #: 9928842) was received at us cq. Upon visual inspection, it was observed that the needle component had broken off of the center shaft of the device at the needle's proximal end. The broken-off needle was received at us cq and was observed to be bent near the tip of the component. Device failure/defect was identified. Document/specification review: no design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: this complaint was confirmed as the needle component had broken off of the center shaft of the device. While no definitive root cause could be determined, it is possible that unintended forces were applied to the device and/or the protection sleeve was lost during sterilization of the instrument. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate